Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No cs 215 alarms or other warnings occurred during testing. The device performed within specifications. The original complaint of a cs 215 call service alarm issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged acgm (dex 090) issue. Multiple call service alarms 215 were emitted when the transmitter was in use. There was no indication of an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user fo miss their blood glucose (bg) trending and fail to react to any potential bg excursions.